Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient and health aid heard the device emitting the high urgency alert tone; the patient was sent to emergency room to get checked. It was further noted that the implantable cardioverter defibrillator (ICD) had reached end of service (eos) and experienced a charge circuit timeout lasting longer than thirty seconds. The device was explanted and replaced. No patient complications have been reported as a result of this event.